Manufacturer narrative:
The pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the excessive no delivery test due to motor error alarm. The pump was received with normal operating currents. No unexpected failed battery test alarm noted. The pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, failed battery test, and no delivery alarm. The blood glucose at the time of the incident was 119 mg/dl. The customer states the no delivery alarm has been reoccurring for the past several days. When they attempt to bolus the pump alarms motor error. The customers removed and reinsert the battery, and the pump alarmed failed battery test. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.